Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800428 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the bosses of the clip broken during ligation the blood vessel, 3 clips occurred same issue, 1 cartridge consists of 3 clips. Thus 1 cartridge involved. The patient is fine now. This is the third case that occurred for the same issue in the same hospital.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending. The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800428 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events. The customer returned two loose clips from 544243 hemolok l clips 3/cart 42/box for investigation. The clip cartridge was not returned. The returned clips were visually examined with and without magnification. Visual examination of the returned clips revealed that all of them were returned with the hook broken off. The clips appear used as there is biological material present on the clips. One of the clips also had yellow adhesive residue on the side of the clip with the pierced bosses. The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broken during use" was confirmed based upon the sample received. Two loose clips were returned with the hooks broken off. The broken hooks are an indication of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the doctor found the bosses of the clip broken during ligation the blood vessel, 3 clips occurred same issue, 1 cartridge consists of 3 clips. Thus 1 cartridge involved. The patient is fine now. This is the third case that occurred for the same issue in the same hospital.